Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and failed pre-tests for noise, oil leak, and safety assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the motor device, it was determined that the hose on the device was damaged (not ruptured), the device could not secure/lock a cutter, and the device had insufficient/low power. It was further determined that the device failed pretest for oil leak, rotational speed, noise assessment, safety, cutter lock, hose verification, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.